Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 36" and "system fault 37" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.